Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. The cause of the inaccurate delivery was user related as the physician moved the table during d eployment.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The proximal neck was 26-29 mm in diameter and 15 mm in length. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 8-10-11 mm in diameter. The right external iliac artery measured 10 mm in diameter and the left external iliac artery measured 9.5 mm in diameter. The patient had a tight and calcified distal aorta at about 15 mm in diameter. The right iliac was severely calcified. The left iliac was moderately calcified. It was reported that during the procedure, the physician implanted the bifurcated stent graft too low which resulted in a proximal type I endoleak. The physician decided to implant an endurant cuff. On the final angiogram the endoleak had resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, inaccurate delivery); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (endoleak, inaccurate delivery).